Event description:
The pt had contacted lifescan and reported that their one touch ultra meter was reading inaccurately high. There was no allegation of harm or serious injury. The pt was getting results ranging from 130 mg/dl-165 mg/dl. During troubleshooting, it was verified that their meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. Their test strips were in good condition and within the expiration date. Their testing technique was also correct. They did not receive any medical attention or treatment. They also did not experience any symptoms at the time of concern. They were walked through a control solution test, which passed within range. The pt then performed two more control solution tests, which both failed outside the range. This case is reported as a product malfunction since two control solution tests failed. The pt was sent control solution and test strips.